Manufacturer narrative:
Medical devices: 694765 lead implanted (B)(6) 2010.

Event description:
It was reported that there was intermittent far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The device was reprogrammed and the lead remains use. No patient complications have been reported as a result of this event.